Event description:
It was reported during infusions of pitocin the pump alarms for occlusion often at flow rates of 2ml/hr to 10ml/hr, requiring the clinician to stay at the bedside to continually restart. There was patient involvement however outcome is unknown. Education was provided by manufacturing representative regarding the occlusion pressure settings. It was identified that the pump is functioning properly. However, the pressure occlusion settings were recently changed and causing more frequent alarms. The configurations were reviewed with the customer and options to modify the configurations.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had occlusion alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.